Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one tyvek of the device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned tyvek. No visual abnormalities were observed with the tyvek. Visual testing of the returned tyvek confirmed the tyvek met quality release specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as not confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
The reporter alleged that a piece of the device broke off during the surgery and fell into the patient. The piece of the device was retrieved and a new device was opened to complete the surgery. Additional information has been requested but not yet been received.